Manufacturer narrative:
No investigative analysis could be performed since the product was not returned to abbott for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up in clinic, episodes of non-sustained right ventricular oversensing was noted due to early detection of premature ventricular contraction. Reprogramming was performed to resolve the issue with no patient consequences.